Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) procedure, a coil unraveled and was snared. Lesion details are unknown. This 10mm x 40cm .035 interlock cube coil was selected and the outer portion of the coil unraveled and required to be snared for removal. Another manufacturers 100cm 5fr catheter was used. The procedure was continued with another of the same .035 interlock cube coil device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) procedure, a coil unraveled and was snared. Lesion details are unknown. This 10mm x 40cm .035 interlock cube coil was selected and the outer portion of the coil unraveled and required to be snared for removal. Another manufacturers 100cm 5fr catheter was used. The procedure was continued with another of the same .035 interlock cube coil device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and the coil was severely stretched and kinked. There was dried blood present on the fiber bundles. Microscopic inspection revealed that the coil zap tip shape and surface was smooth and the interlocking arm of the main coil was broke off from the coil and it was not returned. As the coil was damaged, not all dimensions could be measured. The dimensions that could be measured were in specification except for the number of fiber bundles. The number of fiber bundles recorded during product analysis was below the assigned specification. The reason for this is due to the coil subjected to conditions that damaged its original structure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as an incompatible catheter was used and insufficient flush was maintained during the procedure. The friction present as a result of insufficient flush and incompatible catheter led to excessive force being applied to the coil and the coil becoming stretched and kinked. The dfu states ("in order to achieve excellent performance and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system") and ("the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (0.035in [0.89mm] or 0.038in [0.97mm] inner lumen) imager ii diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device"). (B)(4).